Manufacturer narrative:
International zip code: (B)(6).

Event description:
It was reported that during insertion of the anchor into the patient's bone, the stem of the screwdriver has detached in its distal part, making it impossible to insert and remove the anchor from the bone. The surgeon removed the anchor using a large forcep. A backup device was available to complete the procedure with no delay or patient injuries.

Manufacturer narrative:
One 72202893 twinfix ultra ti 4.5mm suture anchor reported on. Due to unavailability, the allegation could not be fully confirmed. Definitive conclusions, investigation and evaluation were not possible without physical evaluation. If objective evidence becomes available to assist with evaluation, the complaint will be revisited. Factors that may affect device performance include: device storage, device ability, surgical ability, procedure location and tissue condition. Final product met predetermined specifications upon release to distribution.

Event description:
It was reported that during insertion of the anchor into the patient's bone, the stem of the screwdriver detached in its distal part, making it impossible to insert and remove the anchor from the bone. Anchor was removed due to it was not completely inserted and the surgeon pull it out using a large forcep. The parts of the screwdriver were removed from patient since they are in the envelope. An additional hole had to be made and a backup device was available to complete the procedure with no delay or patient injuries.